Manufacturer narrative:
Retainer ring = black device was received with a blank display. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display. The boards were taken out of the case. The motor sleeve was stuck to the motor slide during the process. After taking the motor sleeve off, it was noted that there is some unknown dried substance on the outside of the motor slide. Also it was noted that the battery spring inside the original case is corroded. Other than the unknown substance on the motor slide and the corroded battery spring, did not note any signs of previous moisture presence or corrosion on the boards, assemblies, and the motor itself. The boards were then placed into a known good case. The unit then booted up to a critical pump error (open book image) alarm. Leaving the boards in the known good case, the attempt to download/upload using crest/thus was successful. Pump error 53 is found in the long trace file. The formatted history file confirms pump error 53 due to a software anomaly. In summary, there was a unknown dried substance on the motor slide, the blank display is due to the corrosion on the battery spring, and the critical pump error (open book image) alarm and pump error 53 is due to a software error. Inserted a test p-cap into the retainer ring, and it locked in place properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error with open book image on the screen. Troubleshooting was performed. No other insulin pump error was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.